Manufacturer narrative:
B5: remove statement ¿non-baxter product¿. D1: brand name: titanium transfer set (remove and change to locking titanium adapter). D4: catalogue #: t5c4326k (remove and change to atc4510). D4: lot #: asku (remove and change to k21021). D10: concomitant product: kanae titanium adapter (remove and change to titanium transfer set). G1: device manufacturer name: baxter healthcare - mountain home (remove and change to kanae co., ltd. Ehime daiichi factory. G1: device manufacturer address 1: 1900 n highway 201 (remove and replace with see h10 of initial MDR). G1: device manufactuer city: mountain home (remove and replace with shikokuchuo ehime). G1: device manufacturer state: ar (remove and update to na). G1: device manufacturer postal code: 72653 (remove and change to 799-0112). G1: device manufacturer postal code - 799-0112. H6: health effect ¿ impact codes: f27 (remove and change to f26). H6: medical device problem codes: a0414 (remove). H6: component codes: remove g04034 and g04134. B5: it was reported the cut in the tubing of the transfer set was related to the titanium adapter. H10: the actual sample was received for evaluation. A visual inspection was performed and there were no scratches, foreign objects, or other abnormalities that could lead to the reported condition. A dimension inspection and a connection test was performed with no issues noted. The device met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a titanium transfer set and a non-baxter titanium adapter ¿have come off¿ and there was also a cut in the transfer set tubing. This was observed during an unspecified process step for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.